Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that there was smell of insulin on the reservoir compartment. The customer's blood glucose was 484 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with the insulin pump. The customer declined to troubleshoot for leaks. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.